Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the system98 intra-aortic balloon pump (iabp) the connectors that allow the synchronization of pressure and ECG do not work.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d1, d4(catalog # & version or model #), d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: h6(health effect ¿ clinical code & health effect ¿ impact codes). A getinge field service engineer (fse) evaluated the iabp unit and the connectors that allow the synchronization of the pressure and the ECG do not work. Then, dismantling of the casing and thorough cleaning of the ECG signal input wiring and external bp monitor. Repair completed. The device passed all performance and safety tests according to the specifications of the parent company. The device was returned to the customer and authorized for clinical use.

Manufacturer narrative:
No UDI is provided as product was discontinued prior to gudid implementation timeline.